Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert, the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, rv pacing impedance measured 2755 ohms, up from 912 ohms. Ventricular sensing integrity counts up to 473; ventricular tachycardia (vt)-ns episodes with evidence of lead noise oversensing. Rv coil impedance rose from 39 ohms to 254 ohms. On (B)(6) 2015, superior vena cava (svc) coil impedance rose from 49 ohms to 254 ohms. Rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counts greater than 30 in 3 days and rv lead impedance variation in last 60 days. (B)(4).

Event description:
It was reported that the right ventricular (rv) defibrillation and superior vena cava (svc) impedance both suddenly increased to high. About two months later, the rv pacing impedance had a brief spike, but had since returned to the baseline level. It was noted that the rv tip to ring lead impedance had a sudden increase to high. The patient had a high number of non-sustained ventricular tachycardia episodes that were triggered by noise. During the device check, the patient performed some maneuvers and noise was noted in all channels an markers indicating oversensing. High sensing integrity counter (sic) for the ventricular channel was also noted. It was noted that a lead integrity alert (lia) was triggered as a result. It was suspected that there was a fracture of the rv defibrillation coil conductor. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.